Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of lost sensor alarm and sensor glucose versus blood glucose differences. The customer's sensor glucose was 60 mg/dl while blood glucose was 283 mg/dl. The customer stated that this morning his sensor glucose was below 40 mg/dl and his blood glucose was 201 mg/dl. The customer stated that the sensor triggered threshold suspend. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that the alarm occurred shortly after "find lost sensor". The customer was advised of the reason for call error.